Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) level was over 600 mg/dl with a ketone level identified as dangerous. Subsequently, the customer was hospitalized. Bg was treated with intravenous insulin. Reportedly, treatment resolved the issue and customer sustained no permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.